Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve within a severely stenotic perimount surgical valve, the sapien valve pushed a leaflet of the perimount valve over the left coronary ostium and the leaflets of the sapien valve were noted to be functioning sub-optimally on echo. The patient was converted to open heart surgery and both valves were resected. The sapien was deployed in a 50:50 position within the stenotic perimount surgical valve. Flaring was noted on both the inflow and outflow sides of the sapien valve, as well as on the outflow side of the perimount valve. Post valve deployment, the patient did not recover well (systolic pressures in the 50's on significant pressors). The medical team attempted to perform a selective coronary angiogram but had difficulty engaging the left coronary ostium. Flow down both coronary arteries was observed using non-selective injections. On echo, the leaflets of the sapien valve appeared to be functioning sub-optimally. There was moderate aortic insufficiency and a restriction of forward flow. A pigtail was advanced and the sapien leaflets were probed, which caused some improvement of leaflet mobility. Intraaortic balloon pump (iabp) support was initiated which improved the coronary perfusion and the cerebral oximetry saturations,however, the patient still required significant pressor support and cardiopulmonary bypass (cpb) was initiated. The patient showed no signs of recovery so the surgeon performed a median sternotomy and visually inspected the valves. The sapien valve had pushed a leaflet of the perimount valve over the left coronary ostium. There would be transient flow with diastolic backflow but it was insufficient. The sinuses of valsalva (sov) were very effaced and the entire ascending aorta was narrow with ridges of calcification. It appeared as if there was a portion of the aorta overhanging the sapien valve (calcium or atheroma at the level of the sinotubular junction). The sapien and perimount valves were resected and a new 21mm perimount valve was sewn in place. However, the second perimount valve appeared to also be occluding the left coronary ostium. The second perimount valve was then resected, and a 21mm mosaic valve was sewn in place. Multiple attempts were made to wean the patient off cpb without success. The coronary arteries were re-imaged without any obvious indications for coronary intervention. The team continued to resuscitate the patient; however, they were unsuccessful and the patient expired. The patient underwent surgical avr in 2003 and received a 21mm perimount, which had developed severe stenosis with a peak gradient of 100mmhg. The annular diameter within the severely calcified 21mm perimount valve was 19mm. The aortic root was moderately calcified. The sinuses of valsalva (sov) were described as very effaced. The patient¿s ejection fraction (ef) was 50%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
Additional manufacturer narrative - there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be determined. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. This report is 2 of 2 for this event. Report 1 of 2 is filed under MFR. Report#2015691-2013-21777.